Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Several requests for additional information have been made to the hospital, along with multiple requests for the instrument's return. To date, the instrument has not been returned and no additional information has been provided. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Manufacturer narrative:
The affected instrument was received for evaluation on (B)(4) 2010. At the time of receipt, the reported malfunction was a snapped blade and the reporter indicated that no instrument pieces fell into the patient. During evaluation, engineering observed one scissor blade broken off of the instrument. The blade had fractured at the cross section of the cable crimp and the fracture plane is straight. The broken blade was returned with the instrument. The intact blade does not exhibit any damage at the tip. No other damage was found.

Event description:
On july 11, 2011, a copy of cmdsnet sentinel report (B)(4) was received from (B)(6). The following event description was provided in the report: robotic monopolar curved scissors broke inside the patient. Piece retrieved inside the patient. Instrument kept for the company to assess if there was any problem with them.